Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that an occlusion alarm occurred. There was no impact to customer's blood glucose level.